Manufacturer narrative:
Additional information provided in h.3. Correction information provided in h.11. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The account indicated the use of a qualified cartridge. The product investigation could not identify a root cause for the reported complaint. The reporter has not responded to requests for follow up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient was extremely dissatisfied with his multifocal iol. His primary issues were with halos around lights and decreased contrast sensitivity. He also explained that his near vision is awful and that he needs multiple pairs of glasses to be able to see computer near. The patient also stated he feels that his distance vision is unsatisfactory, especially if he is wearing sunglasses. States he no longer enjoys things that he used to (like looking at the moon at night) due to this lens. No significant improvement was seen with spectacle correction of a mild residual refractive error after a trial period of a few weeks so surgeon decided to proceed with a lens exchange. The lens was explanted and replaced with monofocal lens in a secondary procedure. The patient issues were resolved. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.